Event description:
It was reported through a service report that the fowler would not lower. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Other: fowler clutch.